Manufacturer narrative:
The insulin pump was received with intermittent buttons due to unlocked connector at lcd board. The insulin pump was received with cracked case at display window corners. The insulin pump was received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated b and escape buttons were intermittently responsive on the insulin pump. Customer's blood glucose was 97 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.